Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for alleged stuck button alarm and low battery alert less than a week found on (B)(6) 2018. Device passed the displacement test, active current test, sleep current test, and selftest. No unexpected power loss alarms/alerts/anomalies noted during testing. No stuck button alarms noted during testing. Successfully downloaded history files and traces using. The following alarms/alerts were noted on event date: replace battery alert [73] on (B)(6)2018 06:00:00.000. The alert was unexpected. Stuck key alarm was confirmed on (B)(6)2018 at start time 20:11:31.000. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Device passes keypad voltage test. Device was cut open to perform visual inspection and found¿evidence of moisture damage in battery tube. P-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked case-corner of belt clip rails, battery tube threads - cracked, faded/peeling serial number label, partially detached retainer, broken reservoir tube lip, cracked retainer, cracked keypad overlay, and pillowing keypad overlay. Replace battery alert due to connector resistance issue with the j6 connector on pcba 1 and moisture damage in battery tube. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. No unexpected low battery alert during testing or in the history on event date. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had stuck button alarm. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they had stuck button alarm more than once without having pressured the button. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.